Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device without incident. The manufacturer's investigation is currently on-going and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for an allegation a patient's blood oxygen saturation decreased while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate as designed.